Event description:
The biomedical engineer (bme) reported that they are having communication loss issues on this central nurse's station (cns) on all the beds it is monitoring. There was another cns that he said was monitoring the same bedsides, and it was fine with no comm loss.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported they were having comm loss issues on the central nurse's station (cns) for all bedside monitors (bsms). There was another cns monitoring the same bsms, and it was working fine with no comm loss. No patient harm or injury was reported. Investigation summary: the issue of comm loss on the cns was resolved when the user changed the ip address on one of the system's network ports. The network port in question conflicted with another ls-net 2 network port due to having had an ip address manually inputted. As the origin of this error could not be determined, a root cause cannot be determined. Due to the age of the device, it is unlikely that the network port was configured with this conflict. The device was installed at the customer's facility on approximately 08/2014. As such, it is likely that the network port was erroneously reconfigured by an end user. A serial number review for pu-621ra sn:(B)(6) reveal no subsequent issues relating to communication loss. The issue of incorrect network port configuration is unlikely to be related to a deficiency in the design or manufacturing of an nk device.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they are having communication loss issues on this central nurse's station (cns) only. He stated that this cns has comm loss on all the beds it is monitoring. There was another cns that he said was monitoring the same bedsides as that cns, and it was fine with no comm loss. Nihon kohden technical support (tech support) asked him if he rebooted. He stated he had, but tech support had them reboot the cns again and advised them to check the ip of the cns. He stated the ip was in all zeros, and tech support told him that was probably the issue and to verify the ip scheme within the network. He did not know what ip the cns needed to be at and stated he would check to see if the network was auto or manual as well. He will call back when he has more info. The customer later stated that they were having a conflict with one of the other network ports on the system. When going to the networks center, there was an ext, ls-net 2 and a third "other" network port. That other port also had the same ip address manually entered as ls-net 2 which was causing conflicts. The biomed changed the other network to automatic ip and the issue was resolved. No patient harm was reported.